Event description:
The customer reported that the device jaws would no longer open while on patient tissue. At this time, it is unknown what methods were used to remove the device from tissue. There was no patient injury, tissue damage or bleeding.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. The handle was latched and unlatched multiple times with no problem. The device was activated on simulated tissue with acceptable results and the jaws released without difficulty. Covidien could not confirm the customer's report.